Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision it was found that the header set screws were not properly tightened. A new lead was connected without complications. The patient's condition is fine after the event.